Event description:
Customer reported via phone call that reservoir and infusion set were not functioning. Customer reported that the infusion set was not attaching correctly. Customer reported that after changing set, too much insulin was delivered. Customer woke up with an empty reservoir. Customer's blood glucose was 367 mg/dl and customer had symptoms of nausea and headache. After troubleshooting, customer was advised that reservoir and infusion sets would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.